Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Prior to the hospitalization, the customer tripped and fell, landing on the insulin pump and causing damage to it. The customer's blood glucose reading was unknown. Troubleshooting was not possible due to the damage caused to the insulin pump. The insulin pump was also alarming with button error, but the alarm could not be cleared. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.